Manufacturer narrative:
Correction need to report patient's date of birth/age and the device's PMA number.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via merlin. Net transmission. Non-sustained right ventricular oversensing due to post-paced t-wave oversensing was noted. The device was post-paced t-wave oversensing on the ventricular lead. The patient did not receive therapy during the oversensing . The oversensing was noted. Programming changes were suggested, but not made yet. No further information is available.